Event description:
Rn noted blood backing up into cvp [central venous pressure] lumen of pa [pulmonary artery] catheter. Line flushed and while cleaning patient up, she noted blood backing up again. Pigtail was pulled on the transducer, and fluid came out below the cvp connection where the tubing turns blue. Provider was notified. Pa catheter was removed intact. Cvp port on swan noted to be cracked with back bleeding noted in the cvp line. PICC [peripherally inserted central catheter] line placed.